Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, when the tip-up fenestrated grasper instrument went through the trocar, a metal piece inside was bent and could not remove the whole trocar from patient to get it out. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that at some point during the insertion of the instrument after docking the robot arms there was an issue with the end of the tip-up grasper. The instrument was removed after the breakage during the procedure. The wrist was straightened. The staff did meet resistance after attempting to remove the instrument from the cannula. No fragments were broken off. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube at the distal end. The broken piece was observed, approximately 0.13" x 0.10" and not returned. Material was missing. The instrument wrist assembly was no longer straight due to the damage. Additionally, the cannula and seal were returned still on the shaft of the instrument due to the physical damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.